Manufacturer narrative:
Product ID: 3889-28 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. It was stated that the patient's symptoms were a loss of bladder control and "leaking." The event occurred the night prior to and the morning of the report. It was noted that the therapy had been "working fine," but now the patient thinks the implantable neurostimulator (ins) was "no longer working." The patient reportedly felt "shocks" and was back in depends because stimulation was "no longer working." It was stated, the patient planned to increase the voltage "a little bit." It was stated that the patient had already increased the voltage before calling patient services specialist. It was noted that the patient will "leave it and then assess the symptoms." Caller was redirected to patient's health care provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.